Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: kit svc bi71000168 collimator w dyn fltr, product ID: kit svc o2 bi71000444 rotr crtl bx nwamp, device evaluated by MFR: a medtronic representative went to the site to test the equipment. Hardware parts were replaced. The imaging system passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used in a spine procedure. It was reported that ring artifact occurred during 3d imaging. There was no patient impact and no delay.

Manufacturer narrative:
H3, h6: the collimator was returned to the manufacturer for analysis. Analysis determined that the reported complaint was unable to be confirmed. The collimator passed testing and no failures were found. Codes b01, c19 and d14 apply to this analysis. The positioner motion control was returned to the manufacturer for analysis. The position monitor control was installed into a known working test system. Testing determined that there was a software failure. The system did not initialize and there was a firmware m ismatch. Codes b01, c13 and d02 apply to this analysis. The lot number of product ID bi71000168 was received. The lot number is: cm20906 rev. 4. The lot number of product ID bi71000444 was received. The lot number is: 11953304 rev. 3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.